Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue could not reproduced. The rep reported that the system was checked and found to be fully functional.

Event description:
A medtronic representative reported that the site was experiencing intermittent issues with the camera. The camera would intermittently track the blunt planar and microscope probes. The site could verify the probe but then it would occasionally lose track of the instrument. This was discovered before surgery. No patient was present during the time of the reported incident.